Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, there are missing and confusing information written on remote monitoring report of platinium : - on page 4 : it is written "alerte non disponible" on each leads information - on page 5 : for impedance's alerts parameters, the range of the abnormal threshold are not display anymore as it was before attached a report from chu rennes. The chu rouen reported the same issue. Are all the report impacted by those changes/missing information.

Manufacturer narrative:
The issues are linked to the remote monitoring system and therefore the device itself platinium 4lv sonr crt-d 1844 serial number (B)(6) is not involved. No hardware issue, no software issue on the device is suspected. This case is retained and utilized for trending purposes. Issue 1: "alert is not available" written in the pdf report on page 4 this sentence appears because of an error in the code of the parameter "high limit of the impedance for the atrial lead". This issue is listed in the list of future updates/corrections issue 2: for impedance's alerts parameters, the range of the abnormal threshold are not display anymore as it was before. This is linked to a typo in the software coding. It has been corrected and it has been/will be deployed as described here below: 1. In the rms version: deployed beginning of july 2023 2. In the programming software of platinium 4.04 : the deployment will in q1 2024.

Event description:
Reportedly, there are missing and confusing information written on remote monitoring report of platinium : - on page 4 : it is written "alerte non disponible" on each leads information; - on page 5 : for impedance's alerts parameters, the range of the abnormal threshold are not display anymore as it was before; attached a report from chu rennes. The chu rouen reported the same issue. Are all the report impacted by those changes/missing information.